Event description:
In january, 2001, I-stat received a medwatch report filed by facility, stating that a motor vehicle accident victim with head injuries died. This report names the I-stat portable clinical analyzer as being involved in the event, but does not describe how the product may have contributed to the event. The report states that the pt was started on thiopental seven days after admission to the hosp when their intracranial pressure increased, and that they died the next day. I-stat had previously issued a technical bulletin to all users of the I-stat system on february, 2000 warning of the risk of low co2 readings in pts who received high dose administration of thiopental in the management of intracranial hypertension. I-stat reissued this bulletin to facility in october 2000.